Manufacturer narrative:
Upon receiving customer feedback regarding the issue of "separation between injection needle and needle seat," our company immediately organized quality control, production, and other relevant personnel to investigate and analyze the situation. The specifics are as follows: 1. Sample retesting: on (B)(6) 2023 we conducted an external appearance inspection on 20 samples from batch number 202111202, model 25gx11/2". The adhesive of this batch of injection needles was full without any abnormality. Additionally, 10 samples were subjected to rigidity and flexibility testing, and another 10 samples were tested for firmness. The test results for this batch of injection needles all met the standard requirements. (Test instruments: medical injection needle rigidity testing machine, medical injection needle flexibility testing machine, testing personnel: song wenxiu) 2. Cause analysis - separation between needle and needle seat: based on the information provided by the customer, the specific analysis is as follows: a. The injection needle breaks during use due to exceeding the bending tolerance of the needle during clinical use. Bending during clinical use should not exceed 20¡ã to prevent needle breakage. B. The adhesive between the needle and needle seat may have insufficient retention, possibly due to the application of less adhesive during the production process. As the customer did not provide specific defective products, we suggest that the customer help collect samples of the defective product and send them back to assist us in further analysis.

Event description:
During a surgical procedure on a 25-year-old male, there was an incident where the needle separated from the syringe. After withdrawing the syringe, the needle remained inside the patient's body and had to be removed through a subsequent surgery.